Event description:
The rn was adjusting the rate of the drug because the bp was not responding to meds. Infusion rate programmed at 0.2 ml per hour. Three and half hours later after the start of infusion, the line was clamped. The syringe was taken out of the pump and examined. Apparently 5 ml of medication leaked out during the three and half hours. She then noticed about one foot of the tubing had air in the line, and syringe was mostly full of air. Rn clamped and disconnected the tubing. Since syringe pumps do have an air in line detector; if not seen, a huge air embolus would almost certainly have been injected into the infant.